Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, while at work, the patient¿s alarm went off showing a cgm reading of 45 mg/dl. She did not experience any symptoms of low blood glucose and did not perform a fingerstick test. She drank chocolate milk and ate a large amount of food, including sausage, but her cgm continued to display 45 mg/dl. Her best friend, who follows her cgm, monitored the readings for two hours. After two hours with no change, she was taken to the ER because the cgm remained stuck at 45 mg/dl. In the ER, her blood sugar was checked via fingerstick and was 567 mg/dl while the cgm still read 45 mg/dl. She was given an insulin drip and stayed in the ER for approximately 1.5 hours. Upon discharge, her blood sugar had decreased to 200 mg/dl, and the cgm had already been removed. At the time of the report, the patient felt tired due to lack of sleep. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid was taken in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.